Event description:
During a routine shift check by a clinician, the device displayed a red "x" and did not detect the pads that were attached to the device. There was no patient involvement in the reported malfunction.